Manufacturer narrative:
(B)(4). Batch # p94307. Investigation summary an image along with the device and tyvek was returned for analysis. The image provided by the customer was that of an harh45. The image shows the blister was damaged. The blister is observed to be broken at one of the sides of the package near where the tyvek is supposed to be removed from the blister. The analysis results found that the harh45 device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The condition of the damage blister is indicative of handling and storage issues which can occurred outside of ees control. All ees product is 100% inspected prior to release. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the customer found a break in the sterile plastic case of the device, near where the tyvek is supposed to be pulled off. It was unknown if the outer box was damaged. Procedure was completed with another device of the same product code. There were no patient consequences reported.